Event description:
Ten days post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt reported a mild pain. The pt was not hospitalized, and placed on lovenox. At time of the follow-up in 2004, the pt was asymptomatic.